Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided from the site and revealed the following: heavily calcified, trileaflet native aortic valve, with calcification extending into the lvot. Full vasculature is not visible, however, the thoracic aorta tortuous. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint was confirmed based on provided information. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as imagery review showed a severely calcified native valve and tortuous thoracic aorta. Patient factors (i.e. Calcification, tortuosity, small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, significant resistance was encountered while attempting to cross the heavily calcified native valve. The decision was made to proceed with valve inflation. However, the valve expanded only distally, more than necessary, making it impossible to cross the native valve. As a result, the valve was left implanted below the renal arteries. A second valve was subsequently implanted without complication. The patient was discharged without adverse clinical outcomes.

Manufacturer narrative:
The investigation is ongoing.